Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer attempted to reload the cartridge, but received another minimum fill notification. While troubleshooting with tandem technical support, the customer loaded a new cartridge unsuccessfully. The customer reported an elevated blood glucose level in the 300's (mg/dl) with moderate ketones and indicated that mdi will be used to stabilize bg level and will be used until replacement pump is received.